Event description:
It was reported that the needle 30x1/2 ll eclipse brazil became blocked while aspirating insulin. The following information was provided by the initial reporter, translated from portuguese to english: "the needle got obstructed while aspirating the medication (insulin)."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 30x1/2 ll eclipse brazil became blocked while aspirating insulin. The following information was provided by the initial reporter, translated from (B)(6) to english: "the needle got obstructed while aspirating the medication (insulin)."